Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was hospitalized due to maroon colored stool at home and a slight drop in hemoglobin. The patient underwent an esophagogastroduodenoscopy (egd) and colonoscopy. Results showed actively bleeding angiodysplasia in right colon. The patient was treated with argon plasma coagulation (apc) and 2 clips. The patient received 2 units of packed red blood cells (prbc) on (B)(6) 2018. A follow-up colonoscopy was performed on (B)(6) 2018, due to continued bleeding and results showed mild bleeding from 1-2 mm arteriovenous malformation (avm) in ascending colon and 2 mm avm in transverse colon. Endoclips were placed. The patient was discharged on unspecified date. At the time of the event the patient was taking aspirin and warfarin. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.